Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with the case cracked behind the pump near the battery compartment.(B)(4).

Event description:
Information received by medtronic indicated that there was water inside the battery compartment and also there was a crack on the back side of the battery compartment. The insulin pump keeps beeping. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.